Event description:
The following has been reported: serial number (B)(6). Subtle movement of unit causing screen to go blank. Intermittent screen send to depot for repair. Replaced front housing. Replaced main board. Reviewed logs. Logs showed 'version mismatch. Expected 5.10.1.42 but got 6.0.0.16'. Reverted pump using factory reset. Reconfigured pump without success. Placed pump in bring up mode and sent to the test line. Passed all stations of the test line front housing provisioned pump to 08 server. Sent to heratherm tubing set not recognized error when tried to load into heratherm. Confirmed pump problem error wait for log review. Preliminary investigation: sensor hardware failure (set ID sensor) the pump will be repaired by the mayo service team. No pump return. Replace front housing provisioned to bring-up mode - ready for test line. Front housing through final acceptance test - pass. Provision pump to test server. Waiting for unit to go into heratherm. Loaded into heratherm @ 04:00 03/24/2026. Taken out of heratherm @ 16:00 03/24/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server return to service. Provisioned pump software update complete. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "sensor hardware failure (set ID sensor)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.